Manufacturer narrative:
(B)(4). The customer subsequently reported the device is not returning. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported guide separation; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the proglide device was in the patient anatomy, the guide of the proglide device broke at the level of the foot. The patient was taken to surgery where a cut down was performed to remove the proglide device. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the surgical removal of the proglide device. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Event description:
Subsequent to the previous report filed, user facility medwatch report (B)(4) was received stating: "perclose proglide device came 'aprat' and the catheter section remained in the patient's artery. An incision was made to remove the remaining catheter section. What was the original intended procedure? Arterial closure after sheath removal." No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: device was returned. Adverse event problem: results code 3221 removed. Conclusion codes 92, 77 removed. User facility medwatch report (B)(4). Evaluation summary: the device was returned for analysis. The reported guide detachment was confirmed. Additionally, returned device analysis identified there were small pieces of the guide material not returned. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.